Manufacturer narrative:
Updated fields: b4, d1, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had performed the following actions which are:te chnical inspection, technical inspection report no: 24/td/5804295j0 3) current pump operating time: 5510 hr, service and functional tests, an electrical safety test was performed in accordance with the pn en 62353 standard for measurements: protective earth continuity measurement: 0.054 ohm. Device leakage current measurement: 122 ua. The measurements were made with the following meter rigel 62353 sn: (B)(6) calibration is valid until september 22, 2024. The counterpulsation is operational.there are following recommendations which are as follows: disk replacement: sl 6436 or 08/2025 battery replacement: 08/2026, renovation of the r2500 compressor: 6183. Then the fse had further replaced the special seal so, that the gasket stayed at the hospital and will be disposed.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the engineer, the cs100 intra-aortic balloon pump (iabp) seal had undergone natural wear and tear over the period of use. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d4 (model, catalog), d5, e1 (initial reporter), e2, e3, g2, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h10. Additional info: e1 (event site email: (B)(6) , event site postal code: (B)(6)) (contact person details: (B)(6)), a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the routine annual inspection performed by the getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) seal had undergone natural wear and tear over the period of use. There was no patient involvement.